Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was reported that the patient experienced unspecified hyperglycemia symptoms when the cgm was displaying 80 mg/dl. A bg was performed which was 460 mg/dl. The patient self-treated with her normal short-acting insulin regimen. There was no documentation of medical intervention. No other details were documented. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.